Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to diabetic ketoacidosis on (B)(6) 2021 and was also hospitalized. The further information was not provided. The device will not be returned for analysis.